Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. The reported suction event was confirmed via review of the controller log files which revealed one (1) suction alarm was logged on (B)(6) 2020 at 03:14:24. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported suction and low flow events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited a suction alarm. The vad remains in use. No patient complications have been reported as a result of this event.